Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. It was reported that during a cardiac surgery procedure there were air bubbles seen in aorta and lv. Subsequently, it was also visualized that the air was from the impella with incorrect preparation of impella catheter. In addition, the surgeon observed that there have been cavitation on the absence of air and pressure alarms. The patient has expired.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
H6. Health effect - clinical code e050301 was inadvertently omitted on the initial manufacturer device report.

Manufacturer narrative:
The investigation was completed and no product or data logs available. Air in device: clinical details mention that there were air bubbles observed in the aorta and left ventricle during cardiac surgery procedure. After an interview with the surgeon and on-site support it was concluded that instead of air from the pump it might have been cavitation based on the absence of air and pressure alarms and comments from the surgeon. The root cause of the air being in the device was not determined due to lack of conclusive evidence from the provided clinical details, no data logs to confirm any related alarms, and unreturned product for further evaluation. Hematoma: clinical details mention that heparin was put on hold as a subdural hematoma was discovered on (B)(6) 2025 which the medical team believed happened from the field when the patient collapsed. The root cause of the subdural hematoma was not determined due to lack of sufficient clinical details. Fever, tachycardia: clinical details mention that the patient required medication due to being febrile and with a heart rate going into the 130s. The root cause of the injury was unable to be determined due to insufficient clinical details. Device history review was completed and passed all post sterile inspection checks.